Manufacturer narrative:
H11: livanova deutschland manufactures the essenz electronic venous clamp. The event occurred in (B)(6) norway. Livanova initiated an investigation. Through follow-up communication it was learned that the issue occurred during the reperfusion phase and appeared in a sporadic manner. Furthermore, it was reported that a pvc tube was used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an electronic essenz venous clamp (evo), whose control unit showed 39% opening value while it was closed, despite having been calibrated. On another occasion, the clamp indicated 1% opening value while it was fully open. There is no report of any patient injury.